Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, clarifying that 'rewrapped by hand' meant that the balloon was refolded by the physician and was reinserted into the sheath. When the sheath handle was bent during the approach to the ripv, the bend was referring to deflecting the sheath.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012413018 was returned and analyzed. Visual inspection of the handle area showed a kink at the side port tube. The steering mechanism and deflection test revealed the sheath did not reach the expected primary deflection. The dissection test revealed a broken pull wire inside of the handle. In conclusion, the sheath did not pass the returned product inspection due to a side port tube kink and a broken pull wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, aspiration could not be performed. The balloon catheter was removed from the sheath and 'rewrapped by hand.' Aspiration could then be performed. When the sheath handle was 'bent' during the approach to the right inferior pulmonary vein (ripv), the handle broke. The sheath was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: unknown medtronic, product type: balloon catheter product event summary: image files were returned and analyzed. The first image showed the sheath with a dilator inserted. The second image showed a deflection control knob detached from the handle. In conclusion, the reported issues were unable to be confirmed during image analysis; however, the deflection control knob appeared detached from the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.